Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information the customer provided (refer to b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the investigation was unable to determine the exact cause of the event, the investigation determined that it was related to an unspecified failure of the device. This issue is addressed in the instructions for use (IFU). User can reduce/prevent the suggested event by handling device in accordance with the following IFU. ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, controlsection, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained regarding this event. It was a tracheoscopy and there was a two minute delay but the patient was not under sedation at the time of the failure. The procedure was completed using a similar device.

Manufacturer narrative:
(B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The issue was resolved after replacing the scope connector and printed circuit boards. The scope connector seat was corroded by water, the insertion part was scratched (peeled off) and the vent valve was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, while using evis lucera elite bronchovideoscope, error code e315 ( non-compatible endoscope error occurred) during preparation for use for an unknown procedure. There were no reports of patient harm associated with this event.